Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was stuck in a rewind loop. The customer¿s blood glucose level was 332mg/dl at the time of the incident. The customer reported that her pump was squirting out insulin. The customer was changing her infusion set when insulin was squiring out. Customer stated insulin was squirting out during the manual prime process and were unable to exit the preparing to prime loop. Customer states they were stuck in rewind complete and bolus delivery loop. Customer stated they were unable to describe any possible damage to the drive support cap. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with broken off/missing end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify the compromised force sensor system alarm, prime/fill anomaly or drive support disk anomaly due to broken off/missing end cap. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.